Event description:
The suture was used during a sub total gastrectomy procedure. Reportedly, the needle broke. The surgeon used another suture to complete the procedure. The hospital has reported no pt injury occurred.